Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 5ml ll sp125 contained foreign matter. Complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer and cc x and x on any future communication. Injuries or adverse event: no. Item: 309646. Quantity affected: 1 ea serial/lot number: (B)(6). Po: (B)(4). Are any samples available for return? Yes. Reported issue: issue: sticky residue on the syringe. Customer disposition request: replacement. Customer contact information.